Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The multi-function cable receptacle was replaced as a precaution. A new multi-function cable was issued and the customer advised to discard the old multi-function cable from use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.